Event description:
It was reported that stent partially deployed outside the patient. An 8x60x120 epic self-expanding stent was selected for treatment. However, during the device preparation, it was noted that the stent was partially deployed. The device was removed easily over the guidewire, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for analysis and the evaluation was completed on 12jun2025. The device was received with the stent partially deployed on the delivery system. No issues were found with the stent. A visual and tactile examination found no kinks or damage to the sheath sand tip of the device. A visual examination found no issues or damage to the handle of the device. The safety lock was not present on the handle. This concludes the product analysis.

Event description:
It was reported that stent partially deployed outside the patient. An 8 x 60 x 120 epic self-expanding stent was selected for treatment. However, during the device preparation, it was noted that the stent was partially deployed. The device was removed easily over the guidewire, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.